Event description:
It was reported that a cgm error 42 occurred. There was no adverse impact to the customer¿s blood glucose level. The customer did not have their tandem cable at the moment, so technical support planned to follow up later in the day to assist with a pump reset. Upon follow up, customer confirmed resetting the pump resolved the issue.